Manufacturer narrative:
Investigation ¿ evaluation: reviews of the complaint history, quality control procedures, and a visual inspection & functional test of the returned device were conducted during the investigation. The visual inspection of the returned package confirmed that one used cfm-100 was returned with biological matter throughout. The assembly was then leak tested by attaching and closing off the distal end of the assembly with another stopcock and using a syringe to inject water into the side arm. There were no leaks noted during this testing. There was no other damage noted to the device. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Furthermore, a review of the quality control procedures was conducted, and no gaps were discovered. Based on the information provided and the examination of the returned product, investigation has concluded that a root cause for this event could not be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Common name & product code: dtl, adaptor, stopcock, manifold, fitting, cardiopulmonary bypass. PMA/510(k) number: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an angiogram of the right leg involving a female patient, born in (B)(6), a check-flo hemostasis assembly valve leaked. The valve, which was connected to the back of an unknown catheter for approximately five minutes, reportedly stopped working. When the user tried to inject heparinized saline and saline/contrast mix using an unknown 10 or 20 cc syringe, "there was air in it". The user stopped using the device at that time. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.